Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to bfarm: "condition after implantation of a cementless hip tep left (B)(6) 2017. Atraumatic fracture at taper area of the cementless hip stem left on (B)(6) 2021. Removal/replacement of the fractured prosthesis material on (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device and provided images confirmed the reported event. This device was manufactured on 01-jul-2016. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 01-jul-2016. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 30-jun-2021. 5) IFU reference: (B)(4).

Event description:
Additional information received indicated that when the femoral component was fractured, the leg could not be weight-bearing until revision. Revision with stem replacement was mandatory, as the femoral component fractured. The cup was left in place, the stem and the inlay were changed during the revision. There was no surgical time extension.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.